Event description:
It was reported that after a pocket revision loss of capture was noted. The pulse generator was programmed to high outputs in both configurations with loss of capture still present. The lead had been pulled back creating a microdislodgement. The lead was repositioned, however high thresholds and high impedance were then noted. The lead was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.